Manufacturer narrative:
The s5 erc tubing clamp / 500mm was inspected as per cabling and function of cp5 rampdown/rampup tested level sensor, and calibrated: all tested within specifications. Unit placed back into service. Accordin to customet, the clamp closed during a case when the level alarm went off. It unlikely a training issue, it is more likely an intermittent issue. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
H10: livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in USA. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the s5 erc tubing clamp malfuctioned. There is no report of any patient injury.

Manufacturer narrative:
H10: a device service history review has been performed and identified that the unit was manufactured in 2022 and no other similar events have been reported.based on the gathered elements, a clear root cause that led to the event cannot be identified. Nevertheless, based on investigation results of similar previous complaints and taking into consideration that the issue was not reproduced, it cannot be ruled out that one of the following factors may have contributed:an isolated event that caused the clamp not to operate as intended, an external event that caused the clamp to correctly close or open, differently from the user's expectation.

Event description:
See initial report.